Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during the loading process, the delivery catheter system (dcs) capsule was loose, and some resistance was felt. The valve was removed and re-loaded successfully with no issues observed via fluoroscopic inspection. The guidewire (manufacturer unknown) was inserted into the left ventricle and a left bundle branch block (lbbb) occurred. The details of whether the guide wire cause the lbbb was unknown. After that the lbbb disappeared. A pre-implant balloon aortic valvuloplasty (bav) was then performed using a 20mm non-medtronic balloon. Vascular access was obtained via the right femoral artery using an inline sheath; however, it was difficult to pass due to calcification in the common iliac artery. Subsequently, the implanting team was able to successfully insert the dcs by holding the vessel when the inline sheath was advanced and changing its direction. Upon crossing the annulus with the dcs, the patient gradually became hypotensive, with the systolic blood pressure around 60 mmhg. The dcs was pulled back into the ascending aorta while the blood pressure recovered. Once the systolic reached 100 mmhg, the dcs was passed a second time. Deployment was initiated as the blood pressure began to drop. The valve depth was 3 mm, but the blood pressure did not increase so the valve was recaptured into the dcs again and pulled back into the ascending aorta. A third deployment attempt was initiated once the blood pressure recovered, and the valve was deployed to the point of no recapture. Hypotension remained, and subsequently a vasopressor medication was administered two times. The valve was deployed at a depth of 4 mm; however, the diastolic pressure remained in the 30s. A transthoracic echocardiogram showed no paravalvular leak (pvl). Angiography was performed and showed only a small amount of contrast flowing into the right coronary artery, suspecting of an occlusion, but the electrogram showed no issue. The valve was fully deployed. The mean pressure gradient remained at 10 mmhg, but no pvl was seen on echocardiography. The diastolic pressure remained around 30 mmhg but was likely unstable due to the patient¿s ¿slightly dry weight state¿ and the procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-29 (serial:(B)(6)), product type: 0195-heart valves, implant date (B)(6) 2023; product ID l-evolutfx-2329 (lot: 0011697752), product type: 0195-heart valves; product ID gwbc30 (lot: unknown), product type: 0193-guidewire; product ID 20mm dilatation balloon valvuloplasty catheter (non-medtronic device), lot #: unknown. Product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.